Event description:
During an atrial fibrillation procedure, a blood leak was noted following insertion into the right atrium. This occurred after removal of the dilator, prior to catheter insertion and transeptal puncture. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: one 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The returned dilator was inserted and removed from the sheath and tested for leaks. An aspiration vacuum leak test was conducted, no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.